Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (20 mg/ml at 9 mg/day) via an implanted pump. It was reported that on (B)(6) 2020 they moved the patient¿s pump from the right side of the abdomen to the left side because it was causing the patient pain. The onset date of the pain was unknown. No further complications were reported/anticipated.